Event description:
It was reported that the patient¿s right atrial lead exhibited intermittent low impedance trends. The lead also exhibited increased capture thresholds. No noise or other sensing anomalies were noted. During the scheduled lead revision procedure, when the lead was extracted, insulation abrasion was noted just below the suture sleeve, which was suspected to be the cause of intermittent lead issues. The patient was asymptomatic. The lead was explanted and replaced. The procedure concluded successfully with the patient stable before, during, and post procedure. The patient would continue to be monitored.